Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips there was a battery malfunction. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer evaluated the device. The cause of the reported problem was a battery malfunction. The fse replaced the device's battery and the device was successfully returned to service. The customer's device was successfully repaired. It has been concluded that no further action is required at this time.